Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy (thin leaflets, dilated atrium, cardiac rotation) and difficulties visualizing the clip due to the difficulty of the echocardiographic window. The reported poor image resolution due to cardiac rotation and thin leaflet. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue related to manufacturing, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult due to cardiac rotation. An xtw clip was inserted and deployed on the valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted. A third clip was implanted to further reduce tr to grade 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+. It was noted that imaging was difficult due to cardiac rotation. An xtw clip was inserted and deployed on the valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted. A third clip was implanted to further reduce tr to grade 2+. There was no clinically significant delay in the procedure.